Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Previous lead values were stable at approximately 125 ohms, however it was suspected that this gradual increase may be due to calcification. No adverse patient effects were reported. This rv lead remains in service.